Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used on the same patient. MFR report# 1058196-2008-00217 & #1058196-2008-00219.

Event description:
Resistance felt while advancing the enterprise stent thru the mc, both units had to be removed from the vessel. During the procedure, resistance noted during the initial advancing of the delivery wire through the microcatheter (mc) only later, not in the hub and advancing was stopped. All the slack was removed from the products to allow passage of the delivery system through the mc. The enterprise stent and mc removed as one unit from the patient's vessel. Continuous flush was maintained within the mc. The procedure was completed with new enterprise stent and new mc. The enterprise stent delivery system package was carefully inspect prior to use. When the product was removed from the package, the wire and introducer was held together to prevent stent movement. The tip of the delivery wire was confirmed to be entirely within the introducer. The delivery wire was confirmed not to be kinked and that the introducer tip was not damaged. The tip of the delivery wire was pre-shaped. The IFU guidelines were utilized to flush the system. During insertion into the microcatheter, it was confirmed that the enterprise introducer was seated all the way in the hub.